Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised left side cylinder is sticking causing the drive wheel to be raised off the ground. Spoke with tech. Dealer could not provide any further information.